Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 50 mg/dl. Customer¿s current blood glucose was unknown. The customer was treated with juice. Troubleshooting was not done for low blood glucose. Customer auto mode feature was unknown at the time of event. The insulin pump will not be returned for analysis.